Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(6) has been completed. The reported problem (ecgs non-functional) has been confirmed. Upon investigation the electrode belt failed incoming functionality testing. The cause for the failure was isolated to a cut on the ECG. A, b, and front te cable that severed the brown (lead 1+), red (-5v), and orange (lead 2+) wires. The root cause for the open wires could not be positively identified but was likely physical abuse. No adverse event resulted from the open wires.

Event description:
A zoll distributor returned electrode belt sn (B)(6) to report that the belt ecgs are non-functional.